Event description:
Patient presented with right hypogastric aneurysm and 3-5mm of seal zone in the iliacs (off-label); had initial implant on (B) (6) 2006 of a 25-16-140bl bifurcated device, a 25-25-75l proximal extension and a 16-16-88l limb extension. The bifurcated device was placed at the renals off of the bifurcation and during removal of the delivery catheter, the stent graft inadvertently was displaced. The 25x75 proximal extension was placed and good seal was obtained. The right hypo was coiled off. Follow up CT revealed that the bifurcated contralateral limb (left) was dislodged from the iliac artery (due to limited seal zone). On (B) (6) 2010 patient returned to hospital and had implant of a 20-20-55l limb extension in the left cia with good seal. Although no endoleak was found in the proximal aorta, a 28-28-55l proximal extension was placed prophylactically.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] there was not enough seal zone in the iliacs indicating off-label use of device during initial procedure.